Event description:
It was reported that during a primary lumbar fusion of l2, l3 l4, the tap tip broke inside the patients pedicle. The patient was reported to have very strong bone. The sequence of events is as follows: the procedure was converted to open and was delayed by 3 hours, due to the difficulties the surgeon experienced with the patients bone being very hard. Product code (B)(4) - vmax 6 inch sterile jam needle, was used, but it bent during use. The surgeon discussed changing the site because the bone appeared to be so hard, but chose not to. He then inserted code (B)(4), viper2 1.45mm guidewire, blunt, which bent when it was inserted. However, the surgeon was able to use it to remove the jam needle. He then slipped the tap over the bent guidewire and started screwing it into the pedicle. He had to use excessive force to screw it in and the tap broke at the junction of where the treads begin. When the tap broke, the guidewire was stuck in the broken piece of the tap that was in the pedicle. The surgeon cut off the wire and then used a power drill (in back-up mode) and was able to get the wire out of the broken piece of the tap that was in the pedicle. The surgeon tried several methods to remove the broke tap piece from the pedicle - vice grips, unscrew bits from a trauma set. He was finally successful in getting all pieces out, but it took quite a while to do so. The jam needle and guidewire were discarded. The patient was doing well following surgery.

Manufacturer narrative:
Visual inspection found that the distal portion of the tap snapped off. There is approximately 26mm of distal tip remaining. The entire tap feature has been sheared off. Tap shank measured 2.921 mm with a drawing call out of 2.95 +/- 0.05 mm. There are numerous markings on the tap's shaft. The instrument has been in the field for 3 years. The device history record was reviewed for lot 0510ng. The lot was produced on (B)(4)2010 with a quantity of (B)(4) units. A review of the DHR identified no issues during the manufacturing and release of this product that could be attributed to the problem reported by the customer. The product was released accomplishing all quality requirements. No lot number or sample was available for product codes (B)(4). Without a lot number, a review of manufacturing records cannot be completed. Complaint data is reviewed monthly via the spine monthly complaint review meeting to identify and initiation action against any emerging trends; the meeting includes cross-functional representation from rd, quality engineering, clinical research, and complaint handling to ensure a robust review. Surgeon reported that the patient had very hard bone; he stated that the breakage wasn't the instruments fault and that he should not have forced the instrument in. It is likely that the patient's bone quality in combination with user technique may have subjected the instrument to a circumstance that required additional torque to tap the pedicle; thus resulting in instrument breakage. It is possible that if the site was changed that the tap may have remained intact. No CAPA needed. It appears that the surgeon was presented with a challenging case in regards to the patient's bone quality. The surgeon felt that the instrument failed because of the force that the instrument was subjected to. There are no complaint trends for related product codes. This appears to be an isolated issue.

Manufacturer narrative:
Device has been received and an evaluation is anticipated but has not yet begun. Upon completion of the evaluation, a follow up report will be submitted.